Manufacturer narrative:
Eval summary: a thorough review of the batch records was completed. All records and testing were reviewed and found to be in good order. All environmental monitoring and sterility results passed qc specifications. Cells were processed and tested according to our standard operating procedures and 120 grafts were released by quality system on (B) (6), 2008.

Event description:
Respiratory failure [respiratory failure]. Atrial fibrillation [atrial fibrillation]. Abdominal compartment syndrome [abdominal compartment syndrome]. Multi-resistant pseudomonas in blood, sputum, urine, wound [pseudomonas infection]. Multi-organ failure [multi-organ failure]. Sepsis [sepsis]. Acute renal failure [renal failure acute]. Thrombocytopenia [thrombocytopenia]. Case description: spontaneous report received on 7-may-2008 from a nurse practitioner regarding a (B) (6) male pt, (B) (6), who had a relevant medical history of a thermal burn. After experiencing a burn over 75% of his body, the pt received epicel cea (cultured epidermal autografts; lot # ee01154; number of grafts not specified) on (B) (6)-2008. On (B) (6)-2008, the pt's serum creatinine level was in the normal range at 1.1 mg/dl. By (B) (6)-2008, it had increased to 1.8 mg/dl and it increased steadily over the next several days. On (B) (6)-2008, the pt's serum (or possibly earlier), the pt was placed on a burnex drip (specific dose not available) by (B) (6)-2008, the pt's serum creatinine level was 3.0 mg/dl, and by (B) (6)-2008, it was up to 3.7 mg/dl. During the weekend previous to the report (exact date not specified), the pt developed acute renal failure, for which he began hemodialysis treatment on (B) (6)-2008. As of the date of receipt of this report, the pt outcome was unk. The nurse practitioner assessed the relationship between acute renal failure and epicel as unlikely. The pt's biopsy report was obtained on (B) (6)-2008. The pt, w-k-p, had a previous thermal burn (50% total body surface area burn with sts 6-20% in summer of 2006). On (B) (6)-2008, the pt was burned over 70% of his total body surface area (tbsa); 70% tbsa full thickness burns. On (B) (6)-2008, the pt was admitted to the hospital's burn intensive care unit (ICU). He was biopsied on (B) (6)-2008 at 03:45 pm. The biopsy site of tube 1 was the left groin and the biopsy site of tube 2 was the right groin (expiration date on tubes: 30-apr-2008). At the time of the biopsy, the pt had a systemic escherichia coli (e.coli) infection and current medication included: silvadene, 5% sulfamylon solution, and cefepime. He did not have any microbial or fungal wound infections. He also did not have any fungal systemic infections. As of the date of receipt of this report, the pt outcome was unk. Add'l info was received on 18-jun-2008 from the hcp (nurse). The pt experienced a thermal injury, for which he was admitted to the hospital on (B) (6)-2008. He had second and third-degree burns (mostly third-degree) over 75% tbsa, for which he received cea's (cultured epidermal autografts): stsg (semi-thickness skin grafts) and ftsg (full-thickness skin grafts). He received 120 epicel grafts on (B) (6)-2008 on his trunk, back, buttocks, and legs. On (B) (6)-2008, the pt experienced an episode of acute renal failure (arf), for which he received hd (hemodialysis) as treatment and recovered on (B) (6)-2008. On (B) (6)-2008, the acute renal failure reoccurred, for which he received hemodialysis treatment again. The hcp reported that the pt experienced respiratory failure, for which he was mechanically ventilated. The pt had multi-drug resistant pseudomonas in his blood, sputum, wound, and urine, for which he received multiple antibiotics as treatment including: zosyn, tobramycin, amikacin, and colistin. The pt underwent an open laparatomy during resuscitation of acs (abdominal compartment syndrome). He also experienced the following: multiple episodes of sepsis, a-fib (atrial fibrillation), and thrombocytopenia. For the symptom "multi-drug resistant pseudomonas in blood, sputum, woud, urine", the pt outcome was not yet recovered. The hcp reported the relationship of the events to epicel use as possible for the "multi-drug resistant pseudomonas in blood, sputum, wound, urine" and unlikely for the "acute renal failure". As of the date of receipt of this report, the pt outcome was unk. Add'l info was received from the hcp (nurse) on (B) (6)-2008. The pt died on (B) (6)-2008 from multi-organ failure. No further info was provided. As of the date of receipt of this report, the pt outcome was fatal. The qa investigation result were received on 02-jul-2008. A thorough review of the batch records was completed. All records and testing were reviewed and found to be in good order. All environmental monitoring and sterility results passed qc specifications. Cells were processed and tested according to our standard operating procedures and 120 grafts were released by quality system on (B) (6), 2008. Additional info was received from the hcp (nurse) on (B) (6)-2008. She stated that she previously reported the infection as possibly related to epicel in error. She assessed all reported adverse events as unrelated to epicel and stated that she would provide add'l info if necessary.